Event description:
During an irrigated ablation procedure using an ampere generator, a patient skin burn occurred. One rf dispersive patch was placed on the lower back of the patient for ablation. Post procedure, the patient perceived pain in the right lower back and a blister was noted. The patient returned to the hospital 4 weeks later with increasing pain over the burn area. During examination, a full-thickness burn on the back was noted. There were no performance issues noted with any sjm device used during the procedure.

Manufacturer narrative:
Further information obtained determined the burn was associated with a non-sjm rf grounding patch. There is no alleged deficiency with the ampere generator.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the model and serial numbers are unknown. Based on the information received, the cause of the reported patient skin burn could not be conclusively determined. Per the IFU, skin burns are a known risk with the use of this device.